Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to electrogram noise on the pace-sense channel, which was associated with oversensing and the delivery of inappropriate shocks. The explanted ICD was returned to guidant for analysis and the defibrillation lead was explanted, due to a suspected lead fracture. However as of today, the lead has not been returned for analysis.